Manufacturer narrative:
(B)(4). Report source: japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs; 00588009013 femoral hinge service kit size c lot# 63630825 MDR: 0001822565-2022-03471. Additional associated products 00598801010, stem extension straight 10mm dia x 100mm length lot# 63745699 00588000200, tibial component precoat size 2 lot# 63914898 00544800228, trabecular metal tibial half block augment tapered rt lateral/lt medial with screws lot# 64300921.

Event description:
It was reported that patient who underwent a previous revision started to feel a pain approximately 1 year 7 months post revision. At the diagnosis, a non-implant related tumor out of joint was suspected. A procedure was performed to remove the tumor and administrate anti-biotics. It was found at that time the hinge post was fractured and will need revision to correct. No patient information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, h10.   No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Insufficient information provided to perform a compatibility check. Review of complaint history found no additional related issues for this/these items and the reported part and lot combinations. Medical records were not provided. Complaint not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.